Event description:
It was reported that the catheter was unable to be inserted into the patient. The nurse gave the patient anesthesia on the left nostril first and the nurse attempted to pass the probe, however the patient felt extreme pain and sensitivity and so the procedure was stopped.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.